Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident was 465 mg/dl, which was treated via manual insulin injection. The patient felt nausea and stress due to the high blood glucose. The mother was unsure about any significant events that led to the button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify air bubble in reservoir due to unresponsive button. The insulin pump was received with minor scratched lcd window, scratched case, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.